Event description:
It was reported that the infusion pump overdelivered. The device was reportedly programmed at 100 ml/hr with a solution volume of 1000 mls to be delivered, reportedly the fluids infused in only 6 1/2 hours. No additional clinical details were reported. No patient injury was reported.